Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt expired in 2008 after 46 months of implant duration due to a heart attack. No further details were provided. Info learned from implant pt registry.